Event description:
It was reported that a patient experienced a pericardial effusion (pe) and cardiac tamponade. A concomitant pulsed field ablation and left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) and intracardiac echocardiography (ice) guidance. Baseline tee demonstrated a pre existing trivial pe of unknown cause. During transseptal puncture (tsp using a faradrive connect dilator, imaging showed that the pe had increased compared to baseline. Despite the increase in pe, the ablation procedure was completed, and the watchman laa closure procedure was subsequently performed, and a 27mm watchman flx pro closure device was implanted. The patient developed cardiac tamponade during the procedure, and the physician decided to perform pericardiocentesis after the end of the ablation and laa closure procedures, where approximately 1 liter of blood was removed from the pericardial space. A pericardial drain was placed, and a blood transfusion was administered. The patient was transferred to the intensive care unit (ICU) for monitoring and is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.